Event description:
The customer reported that the cm10 fell and broke as roll stand mount was loosen. The fixed part of the roll stand mount of the cm10 monitor fell and broke. The customer says that the monitor fixing part of the rollstand mount becomes loose over time. Eventually, the fixed area became loose and the monitor fell off. Tthe devices was not in use on patient at time of report. No adverse event has been reported.

Event description:
The customer reported that the cm10 fell and broke as roll stand mount was loosen. The fixed part of the roll stand mount of the cm10 monitor fell and broke. The customer says that the monitor fixing part of the rollstand mount becomes loose over time. Eventually, the fixed area became loose and the monitor fell off. It is unknown if the devices was in use on patient at time of report. No adverse event has been reported.